Event description:
The customer reported that a hole was found in the insulation along the cord. No patient injury occurred.

Manufacturer narrative:
(B)(4). The return of the incident device has been requested. To date, it has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.